Event description:
It was reported that the physician reported a code had displayed. Upon review of the data, ts discussed this code indicates an issue with the device's memory that deleted both the date of implantation and patient data. Ts discussed that the patient data can be re-entered, however the device will now use the date of the next automatic set up for the implant date. The s-ICD remains in service and no adverse patient effects have been reported. Information was separated from report 2124215-2023-12172 due to different date of events.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.